Event description:
It was reported via medwatch (B)(4) that the catheter broke. A 10.3 flexima drainage catheter was selected for use. During the course of the procedure, this device was attached to the atrium chest tube. It was noted that the catheter broke where blue tubing meets the white connector close to patient. "Medi-techapd/10 flexima" printing was still visible. No patient complications were reported. It was further reported that the fractured part of the catheter was at the hub. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. Media inspection revealed that the catheter hub was detached. Only the hub section was visible and the photo shows the collar section. The catheter was not visible. H3 other text : cine/media.

Event description:
It was reported via medwatch 0503240000-2021-8001 that the catheter broke. A 10.3 flexima drainage catheter was selected for use. During the course of the procedure, this device was attached to the atrium chest tube. It was noted that the catheter broke where blue tubing meets the white connector close to patient. "Medi-techapd/10 flexima" printing was still visible. No patient complications were reported. It was further reported that the fractured part of the catheter was at the hub. The procedure was completed with another of the same device.

Event description:
It was reported via medwatch (B)(4) that the catheter broke. A 10.3 flexima drainage catheter was selected for use. During the course of the procedure, this device was attached to the atrium chest tube. It was noted that the catheter broke where blue tubing meets the white connector close to patient. "Medi-techapd/10 flexima" printing was still visible. No patient complications were reported.